Event description:
Site reported that patient with light adjustable lens implanted in the sulcus had the lens explanted on (B)(6) 2021 from the right eye as the desired refractive outcome was not achieved after light adjustment treatments.

Manufacturer narrative:
Site reported that patient with light adjustable lens implanted in the sulcus had the lens explanted on (B)(6) 2021 from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. One lens fragment was returned. Visual inspection found no issues with the lens fragment. Optical quality of the lens was also assessed and no issues were noted.

Manufacturer narrative:
Site reported that patient with light adjustable lens implanted in the sulcus had the lens explanted on (B)(6) 2021 from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned and is currently being evaluated.

Event description:
Site reported that patient with light adjustable lens implanted in the sulcus had the lens explanted on (B)(6) 2021 from the right eye as the desired refractive outcome was not achieved after light adjustment treatments.